Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 6000 c (501) module. The patient's initial calcium result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample on a different cobas 6000 c (501) module due to the initial result being "critical." The patient's initial calcium result was 1.0 mg/dl. The patient's repeat calcium result was 9.9 mg/dl. The customer determined the repeat result was correct. The calcium reagent lot number was 562690 and the expiration date was requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The field service engineer replaced the sample probe and the reagent probes. He performed system checks, calibration, and qc with acceptable results. After service, additional samples were tested and no issues were reported by the customer. The investigation determined the service actions resolved the issue.